Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a variable resistor on the main board. The main board will be replaced to resolve the report. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "self test failure for p/s v out of range" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.